Manufacturer narrative:
Complaints regarding the specific part number related to the na cartridge were reviewed and showed no abnormal trend in the past 90 days.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated they were having trouble with ise indirect na, k, ci for gen.2 calibration alarms on the cobas 6000 c (501) module. The customer stated that they had an example of erroneous results for one patient sample. The initial na result was 131mmol/l and the repeat result was 140 mmol/l. The initial result was from an aliquot processed by the modular pre-analytical system (mpa) and the repeat was from the original sample on a different analyzer. The repeat result was believed to be correct. The erroneous result was not reported outside the laboratory and there was no adverse event. The na electrode lot number and expiration date was requested but not provided. The customer stated they replaced all of the ise reagents but did not know if the valve or sipper tubing were replaced. The customer stated the reference electrode was replaced on (B)(6) 2017 and the last preventative maintenance was performed on 01-mar-2017. The field service engineer (fse) determined the calibration error cause to be fluidics failure of the ise measurement system. The customer replaced the ise electrode cartridges and sipper tubing. The customer performed ise checks, calibration, and quality control testing. All were within specification. The fse verified the rinse mechanism dispense volumes were within specification. The fse performed an ise precision check that was within specification. The issue appears to be isolated with no indication of systemic failure. The root cause appears to be a service part. There have been no similar events at this site for this specific device on any like instruments in the past 12 months.